Event description:
It was reported that a large volume intermate was missing the blue winged luer cap ("blue tip"). This was identified before use. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This device was manufactured from october 25, 2013 to october 26, 2013. Evaluation summary: the sample was received for evaluation out of its original packaging. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging, it could not be determined if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.